Manufacturer narrative:
The disposable roth net retrieval device is used in the endoscopic retrieval of foreign body, food bolus and excised tissue such as polyps. The distal retrieval component consists of netted pouch which is attached to a wire loop (4cm width). On (B)(6) 2016, a nurse contacted us endoscopy and explained a procedure was in process, with use of the roth net device for endoscopic retrieval of a glove from a patient's stomach. The physician had captured the glove in the netted pouch but elected not to attempt endoscopic retrieval of the glove. The nurse requested instruction on detaching the netted pouch from the wire loop. Us endoscopy could not provide such instruction, as the device is not designed to allow the separation of the distal retrieval component. The physician subsequently released the glove by repositioning the endoscope and device, withdrew the endoscope and device, and aborted the procedure. There was no report of device malfunction and no report of harm to the patient or surgical intervention due to the attempted use of the device. On february 18, 2016, us endoscopy obtained additional information from the facility and learned that the glove was later surgically removed from the patient. The user confirmed the roth net device did not malfunction and confirmed the attempted use of the device did not result in patient harm. The user would not disclose any information related to the glove material or size. The device was discarded by the user, and the lot number was unknown. Information found in the roth net instructions for use includes: the endoscopic retrieval of foreign objects, food bolus, or polyps should only be performed by persons having adequate training and familiarity with endoscopic techniques. Consult the medical literature relative to techniques, complications and hazards prior to the performance of any endoscopic procedure. Avoid blindly passing the roth net device past any foreign object, particularly if the entire lumen is blocked. Optimal technique using a roth net device to remove a food bolus or any foreign object will vary depending upon the type of bolus/object or clinical conditions faced during retrieval (eg. Bolus position, consistency, anatomical, or disease issues such as strictures, bolus-induced ulcerations, etc.). The use of the roth net device or any technique described in any document or publication is at the discretion of the medical personnel attempting the retrieval. This report will be updated if additional information is received. Not returned to manufacturer.

Event description:
The disposable roth net retrieval device is used in the endoscopic retrieval of foreign body, food bolus and excised tissue such as polyps. The distal retrieval component consists of netted pouch which is attached to a wire loop (4cm width). On (B)(6) 2016, a nurse contacted us endoscopy and explained a procedure was in process, with use of the roth net device for endoscopic retrieval of a glove from a patient's stomach. The physician had captured the glove in the netted pouch but elected not to attempt endoscopic retrieval of the glove. The nurse requested instruction on detaching the netted pouch from the wire loop. Us endoscopy could not provide such instruction, as the device is not designed to allow the separation of the distal retrieval component. The physician subsequently released the glove by repositioning the endoscope and device, withdrew the endoscope and device, and aborted the procedure. There was no report of device malfunction and no report of harm to the patient or surgical intervention due to the attempted use of the device. On february 18, 2016, us endoscopy obtained additional information from the facility and learned that the glove was later surgically removed from the patient. The user confirmed the roth net device did not malfunction and confirmed the attempted use of the device did not result in patient harm. The user would not disclose any information related to the glove material or size.